Manufacturer narrative:
The implicated disposable set has not been returned for investigation. The manufacturing batch records for this lot were reviewed and no anomalies were identified. The incident report indicated that potassium was used to prime the device, and that crystalloid was the infusate administered during the procedure. The distributor has been contacted for additional information, as certain crystalloids are contraindicated and may lead to clot formation inside the heat exchanger. The operator's manual states the following: "lactated ringer's solution, dextrose in water, and hypotonic sodium chloride solutions should not be added to blood components (aabb technical manual 17th edition, page 624)." Clot formation can block blood flow and result in an "over temperature" alarm (referred to as an "overheating" alarm by the initial reporter). This alarm will cause the system to shut down, as it is designed to do. When the rapid infuser recognizes a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The operator's manual provides the following warning statement: "do not infuse blood that is in the disposable set when over temperature condition occurs. Red cells that have been subjected to high temperature may not be safe to infuse." It was reported that the disposable set was replaced and that there was no harm to the patient. Without further information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report: "the blood could not be heated. The error message was 'over heating'."